Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was taken to the ER for low blood glucose levels. The patient reportedly experienced a blood glucose level of 38mg/dl at 11:30am on (B)(6) and the patient subsequently passed out. The paramedics were called and the patient was treated with glucagon and transported to the emergency room. Troubleshooting revealed that the patient has been performing the fill cannula step each time the pump was primed, regardless of whether the site was changed or not. The patient reportedly performed the fill cannula step at 4:30am and 10:10am on (B)(6). This report is being made based on the indication that the patient suffered hypoglycemia related to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.